Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly,one week after implantation of the subject pacemaker, a high impedance on atrial lead was observed. A faulty atrial screw was suspected. The device was replaced an will be returned for analysis.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly,one week after implantation of the subject pacemaker, a high impedance on atrial lead was observed. A faulty atrial screw was suspected. The device was replaced an will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly,one week after implantation of the subject pacemaker, a high impedance on atrial lead was observed. A faulty atrial screw was suspected. The device was replaced an will be returned for analysis.